Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence with multiple new cartridges. Customer's blood glucose level was 150 mg/dl. Although requested, the customer declined to continue troubleshooting.